Event description:
It was reported that (1) deivce was used during an endopulmonary lobectomy. It was reported by the affiliate that after firing the atb45, the knife didn't cut the tissue and the staples didn't form normally. Another atb45 deivce was used to complete the case.